Manufacturer narrative:
The user facility provided the manufacturer with a video of the EKG, showing activity even after 25cc/kg dose of del nido. The perfusionist (ccp) stopped the pump and the chatter/EKG was silent and the doctor confirmed the heart was still. This is a very large problem. We must be able to interpret electrical activity for myocardial protection, which is impossible to do so with pump interference. Per the clinical specialist: I spoke with the perfusionist (ccp) regarding this issue on (B)(6) 2014. He confirmed that the pump was not the issue. He asked anesthesia to change out the EKG leads and the problem was solved. The field service representative (fsr) performed preventative maintenance (pm) and leakage test and could not find any high leakage current. Per the fsr, the system operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when the roller pump was ramped up, the artifacts on the electrocardiogram (EKG) get higher and quicker. When the roller pump was ramped down, the EKG artifacts slow. The device was not changed out, as they have been using the unit to complete surgery. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.